Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter's full name and the reported lead safety switch (lss), but further information was unable to be obtained.

Event description:
It was reported that while preparing for a magnetic resonance imaging (MRI) scan, interrogation of this pacemaker system revealed that there had been a lead safety switch (lss) due to an out of range pace impedance measurement on the right ventricular (rv) lead. No MRI scan was performed, and the electrophysiologist was made aware of the lss. The plan was to leave the pacemaker in unipolar pacing mode, and continue monitoring the patient. This rv lead remains in service, and there was no plans for revision at this time. No adverse patient effects were reported, and the patient was not pacer dependent.